Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, loss of capture was noted on the left ventricular lead due to a suspected lead dislodgement. The device was reprogrammed to deactivate the lead. The patient is stable with no consequences, and will be reevaluated at the next follow-up.